Event description:
During meniscal repair, knot pusher/suture cutter was too sharp - prematurely cut suture before knot was cinched down. Tried pulling on suture to tighten knot, but that did not work. Additional information confirmed that they were unable to tie off the suture so the surgeon trimmed as much as possible from the fast-fix and the anchors were left in the patient unsupported.

Manufacturer narrative:
Device was not being returned for evaluation. (B)(4).